Manufacturer narrative:
This event has been recorded by zimmer biomet under complaint (B)(4). The complaint investigation is in process. Once the investigation has been completed, and product return has been evaluated , if available, a follow up MDR will be submitted. UDI: (B)(4). Concomitant medical products: tmj system left fossa component small- part #: 24-6563, lot#: 606810b, UDI: (B)(4). Tmj system left standard mandibular component, part#: 24-6551, lot#: 452880a, UDI: (B)(4). Tmj system right standard mandibular component, part#: 24-6550, lot#: 575530b, UDI: (B)(4). Unknown screws, part#: unknown, lot#: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00182; 0001032347-2020-00178; 0001032347-2020-00181.

Event description:
It was reported the patient underwent a revision and replacement of bilateral temporomandibular joint implants five years following implantation due to an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered to be confirmed as a revision surgery was reported. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The failure mode which led to the need for a revision surgery could not be determined from the information provided. The DHR for the fossa component was reviewed. No non-conformances were found for this component. This is the only complaint for this item# 24-6562, lot# 614980b. The most likely underlying cause of the complaint cannot be determined. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem g1 contact name g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 method code h6 results code h6 conclusions code h10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.